Event description:
Received info regarding a cartridge alarm 1. Reportedly, the customer did not know if the issue impacted blood glucose levels.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.